Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Manufacture dates: monitor 7/16/2015, electrode belt 9/8/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that at 00:06:38, an arrhythmia was detected by the lifevest. The patient's rhythm at this time was sinus rhythm at 85 bpm degrading to vf with motion artifact. The response buttons were pressed during this time, which prevented the lifevest from delivering a treatment, along with motion artifact obscuring the rhythm. It is unknown who was pressing the response buttons during this time. The detection stopped at 00:19:04 on (B)(6) 2020.